Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the fill estimate displayed over 100 units of insulin after 320 units of insulin was loaded. Customer was able to successfully reload the cartridge and receive and accurate fill estimated. Customer's blood glucose level was 235 mg/dl.